Event description:
On 09/15/09, during device evaluation by baxter the pump head module channel c "channel select" key was found to be not working on a colleague triple channel volumetric infusion pump. There was no patient injury or medical intervention necessary according to the hospital representative.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Manufacturer narrative:
Evaluation summary: the condition of the pump head module channel c "channel select" key not working was confirmed through evaluation. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)